Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose values were 76 mg/dl, 46 mg/dl, 68 mg/dl, 113 mg/dl. The customer was treated with food for low blood glucose level. The customer does not allege the insulin pump for over delivery. The customer reported that the insulin pump was on automode. The customer reported that the insulin pump had passed the displacement test. The insulin pump will not be returned for analysis.